Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between april 9, 2025 ¿ april 10, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. This occurred during patient infusion via a percutaneous hepatic artery catheter. The device contained 50ml of 0.9% sodium chloride, 160ml of fluorouracil injection and 5mg of dexamethasone. The expected infusion time was 42hours, with infusion rate of 5ml/h. However, after 11 hours the total amount of injection was 4ml. After repeated flushing of tubing, the amount of injection was 8ml. At 41 hours, the amount of drug left was approximately 110 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.